Event description:
The customer reported that after the image flickered, there was no image when the device was powered on again during an inspection for use involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.